Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis and was hospitalized on an unreported date. The cause was not reported. Treatment rendered for the event was not reported. It was reported the patient had been in and out of hospital for a month for the event. At the time of this report, the patient outcome was not reported. Action taken with dianeal therapies was not reported. Additional information is not available.